Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: analysis was performed on the returned device. The reported inability to remove, foot retraction problem and needle to cuff miss could not be replicated in a testing environment as all device components were not returned for analysis. The reported noise could not be replicated in a testing environment as it occurred during the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of all device components returned for analysis a conclusive cause for the reported inability to remove the device, foot retraction, needle to cuff miss and noise could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device is being filed under a separate medwatch report. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 6fr sheath after a peripheral intervention below the knee procedure. Reportedly, the proglide device was deployed but once removed the knot could not get control of the bleeding. A second proglide device was placed; however, when pushing the plunger it sounded different. When the plunger was removed a cuff miss was noted. The footplate lever moved down and was loose, the footplate did not close and the device became stuck. The lever was pulled back up with no change, the device remained stuck. The patient was transported to another facility via helicopter. A femostop was used to control the bleeding during transportation. Incised the vessel approximately 2 inches and found the device was caught in fiberos subcutaneous tissue. A section of the damaged artery was removed, then the healthy ends anastomosed. Medication was increased and the patient was hospitalized an additional two days. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.